Event description:
The hosp reported that during a coronary artery bypass procedure, the ua-5001 teeth were getting stuck. The procedure was converted to on pump. The reporter stated that they may have had to go on pump since the pt was sick. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. (B)(4).